Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6) revealed a fail antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt had been having trouble charging their ins. Pt has to take the battery out of the controller to start charging and then said it would take a couple of hours to charge the ins. Caller mentioned the pt seeing a "m3" or "o3" code on the controller while charging. Caller did not have the equipment with them for further troubleshooting and will call back with equipment for troubleshooting and to provide device serial numbers. Patient called with equipment present. Patient stated that for the past few weeks they have been seeing system problem rm03 every time they try to charge their implant. Patient stated that it takes 2-3 minutes after starting the charge session before the error message will pop up and happened just before the call today. Patient stated sometimes they charge in bed and notice the paddle or the relay box get warmer than normal but attributed that to the blankets over the equipment. Patient services (pss) had patient reset controller, blow into controller port, and wipe recharger pins with soft cloth. Patient noted no damage to equipment. Patient connected the recharger and saw recharging excellent. Patient stated controller battery was 100% and implant was 70%. After a couple minutes, patient saw system problem rm03 message appear. No symptoms were reported.